Event description:
It was reported to st. Jude medical that noised was observed on stored and real-time electrograms. Following the noise and high voltage therapy, there was a loss of bipole sensing in the ventricle. The decision was made to explant the ICD.